Event description:
Elevate mesh was opened in or during procedure and the physician noted that the plastic sheath was too long and the introducer tip was bent. This kit was unable to be used on the patient. A new kit was opened and used for the procedure.======================manufacturer response for anterior and apical prolapse repair system, elevate (per site reporter)======================manufacturer representative has been notified and will meet with physician.